Event description:
A surgeon reported that over the last 3 weeks during da vinci assisted hysterectomy procedures, the vessel sealer extend (vse) instruments are not sealing properly. After the sealing process is complete, bleeding continues, even after performing a double seal. The surgeon could not provide specific dates or procedure times and could not specifically quantify the number of events or the amount of bleeding. He stated that no patient injuries resulted from the issues. No information was provided if any interventions were rendered. The surgeon reported performing ¿20-30 cases per week at multiple sister hospitals and 70% of the procedures had similar issues with the vse.¿ there are multiple seals per each procedure. There has been no change in his technique and the process is consistent with standard practice. The surgeon also noted that the vse instruments functioned as expected for other seal cycles during the same operation and that the bleeding was isolated to the uterine artery, which is the largest of the vessels taken during a hysterectomy which is generally about 7 mm in size. Due to the amount of procedures, he stated that no additional specific information would be provided.

Manufacturer narrative:
Section h10 related report numbers reflect the hospitals where the surgeon practices. Additional numbers: 2955842-2025-48640, 2955842-2025-4864, and 2955842-2025-49418. No vessel sealer instruments were available for failure analysis. Additionally, no lot / sequence numbers were recorded, therefore, an instrument log review cannot be performed. It was requested that the site keeps track of the device identifiers and save and return any instruments that exhibit the sealing issue in future procedures. The physician inquired if there had been any recent software updates to their da vinci systems that might have contributed to the issue. A review of the robots at the gpo hospitals involved confirmed that there were no recent software updates performed, and no changes made to their generators.